Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and medical intervention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the personal diabetes manager (pdm) alarmed and the patient was unable to reset the error. The patient was no longer able to use the pdm. As a precautionary measure, the patient visited the emergency room (ER) and was treated with an insulin injection by the nurse. No high blood glucose levels were reported. The patient received insulin pens as a backup method.